Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's body, the sensor wire was missing. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.